Event description:
It was reported that an alert triggered due to the right ventricular (rv) lead having an increase of impedance greater than 3000 ohms and an increase of the pacing threshold. The rv lead revision is on hold until informed consent is signed. If additional information is received regarding the revision, it will be added to the event. No patient complications were reported as a result of this event.

Event description:
It was reported that an alert triggered due to the right ventricular (rv) lead having an increase of impedance greater than 3000 ohms and an increase of the pacing threshold. It was further reported that oversensing of noise was observed. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the actual device was not received for evaluation. Performance data was collected, analyzed, and the data revealed sensing - oversensing, 12 - ventricular nst<=190 ms between (B)(4) 2012, impedance - high resistance/impedance, 2 - patient alerts for out of tolerance subthreshold lead impedance on (B)(4) 2012. The weekly pace lead impedance trend data shows an increase for minimum and maximum rv pace = 856 to 12592 ohms peak between (B)(4) 2012.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.